Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated the brakes did not hold causing the end user to fall. The end user has fallen multiple times. The end user stated she had multiple cortisone injections to her back and feet. The insturctions for use for the rollator states," regularly test the brakes. Always engage and disengage wheel locks on both sides simultaneously. You may need to adjust the brake systems from time to time as they will wear out with normal use." As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.